Event description:
It was reported that the drill began leaking and spitting out oil while running. It is unk whether or not this occurred during a surgical/medical procedure or not, but it is unk that there was no user injury or pt involvement.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the initial investigation details, the reported condition of the device leaking during usage could not be confirmed.